Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional test due to buttons not responding noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stripped battery cap coin slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a keypad anomaly. The customer's reading ranged from 82 to 102 mg/dl. The customer was also hospitalized due to diabetic ketoacidosis because she kept taking her insulin pump off. The caller stated that the hospitalizations were not due to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.